Event description:
The core micro drill was sent for eval because it overheated during testing. There as no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.